Event description:
The sales consultant was observing a tech load the screw onto the holding sleeve. It was reported that the threads of the holding sleeve broke off. The threads of the screw peeled off. The sales consultant believes the tech used to much torque when tightening. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The threads on the holding sleeve are peeled and bent with approximately 1mm of thread missing from the tip. Approximately half of the circumference at the top of the bone screw thread peeled as well. There are some signs of cross-threading on the remaining threads. The failure of the threads on both the implant and the holding sleeve appear to have occurred due to excessive force/torque applied off-axis while loading the screw. The matrix technique guide describes the proper method of assembly of the holding sleeve to the implant. However, it is not clear how the implant was being assembled to the holding sleeve and with how much torque, force. The design risk assessment is adequate for the intended use.